Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which an accessory broke in the device. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 1 previously reported event is included in this follow-up record.   Product return status: 1 device was received for evaluation.   Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by a damaged retention assembly. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which an accessory broke in the device. There was no patient involvement; no patient impact.